Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the station showed an error indicating that structured query language server had detected a logical inconsistency-based input/output error, and the customer had reported data loss and requested restoration options. A technical support specialist found that the data could not be recovered through standard methods; only hardware logs could be extracted, which would still require manual effort from the end user, informed customer that data restoration was not possible through automated means. The customer was advised accordingly, and relevant upgrade information was shared with the distributor to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es pyxis ver 1.7.4 med station shows logical inconsistency. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es pyxis ver 1.7.4 med station shows logical inconsistency. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.